Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced high impedances on the extension. As a result the patient underwent surgical intervention wherein the extension was explanted and replaced. Rep was not present at the procedure. Device information for the extension is unknown at this time. Additional devices may be added at a later date based on available information.